Event description:
Stapler wouldn't fire. Lung tore trying to remove stapler because it wouldn't open after it was closed on lung tissue. Opened a new stapler and used it to repair lung tissue. Patient may be hospitalized longer if air leak present.